Event description:
It was reported that high impedance was observed on the right ventricular lead. The right ventricular lead was capped (B)(6) 2021 and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received notes both the pacing impedance and the defibrillatory impedance was high. A lead fracture was suspected prior to the procedure for the right ventricular (rv) lead. As previously reported the patient was stable.